Event description:
(B)(4). The dentist reported that after 110 days that the dental implant was installed in intra-oral region #30, it was verified its non-osseointegration. A 45 ncm was achieved as primary stability and immediate load was not performed.